Manufacturer narrative:
(B)(4) - dehiscence. Evaluation methods: device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device has not been returned for evaluation. The healthcare provider indicated that the reason for explanting is not due to a device malfunction and the investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 6 weeks, and replaced with same model/size edwards' valve. Through follow-up, it was learned that the device was explanted due to dehiscence of the prosthetic valve resulting in severe aortic insufficiency. Operative records indicate, "patient presented with worsening shortness of breath. Patient was found to be in atrial fibrillation. Echo indicated a recurrent severe aortic insufficiency...tee revealed preserved lv function, 1-2+ mr which is felt to be worsened or secondary to what appeared to be annular dehiscence of the prosthetic valve resulting in severe ai. This appeared by tee to be in the area of the valve annulus under the right coronary artery...by intraoperative tee, he had a clear cut dehiscence of the right coronary leaflets in the midportion. On direct examination, where the separation was confirmed to be on the tee, he had midportion sutures pulled through a "frable" annular tissue in the right coronary leaflet. This resulted in the annulus separating. Because of its location it could not be corrected or repaired without removal of the old valve. The old valve was explanted and the annulus was debrided and repaired with 2-0 pledgeted sutures which was subsequently brought through the sewing ring of the valve".